Manufacturer narrative:
The mega needle driver instrument was returned and evaluated. Failure analysis investigation found derailed cable at the tip. The cable was derailed due to broken grip cable at the clamping pulley. The housing was removed to find one grip cable broken near the clamping pulley cable groove. The clamping pulley exhibited white residue around the cable grooves. The other backend cables were not damaged. Failure analysis investigation also found that the distal end of the instrument's main tube exhibited various scratch marks with light material removal. The scratches were not axially aligned with the tube axis. No other damage was found. It was concluded that the damage to the main tube may have been due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, main tube scratches found during failure analysis, if to reoccur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci hysterectomy procedure, customer noted loose band near the tip, not broken on a mega needle driver instrument. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.